Manufacturer narrative:
H.6. Investigation summary: no sample was returned for evaluation. A lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Based on no sample, a root cause for the malfunction could not be determined. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of IV-set g 180 cm pvc precision l-l experienced leakage during use. The following information was provided by the initial reporter: upon administration of medication leakage of fluid from the ventilation filter. Leakage was permanent, thereforea new set had to be used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of IV-set g 180 cm pvc precision l-l experienced leakage during use. The following information was provided by the initial reporter: upon administration of medication leakage of fluid from the ventilation filter. Leakage was permanent, therefore a new set had to be used.